Event description:
The event is reported as: alleged issue: according to the customer, the punch does not cut (i.e. It is blunt). The procedure was completed with a scalpel. No reported pt injury. Pt's condition unk.

Manufacturer narrative:
MFR has rec'd the sample, but investigation is complete at time of this report. The device history record of batch number has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No rejection report were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications. Visual and functional inspection sheet was and there is no indication of functional failures.